Event description:
It was reported that the customer had experienced an elevated blood glucose level of over 600 mg/dl with large ketones. The customer delivered boluses with the pump and administered manual injections. The customer believed the suspected cause was due to the pump, as the customer received a quicker improvement to bg levels with manual injections. Reportedly, the customer required assistance from a family member to deliver insulin via the pump as the customer was vomiting and was unable to treat themselves. Reportedly, the customer fell and sustained a bruise but reports this may have been due to clumsiness. Multiple attempts were made to complete troubleshooting with the customer however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of over 600 mg/dl with large ketones. The customer delivered boluses with the pump and administered manual injections. The customer believed the suspected cause was due to the pump, as the customer received a quicker improvement to bg levels with manual injections. Reportedly, the customer required assistance from a family member to deliver insulin via the pump as the customer was unable to treat themselves. Reportedly, the customer fell and sustained a bruise but reports this may have been due to clumsiness. Multiple attempts were made to complete troubleshooting with the customer however no response was received.